Event description:
It was reported that after the customer inadvertently dropped the pump, the pump touchscreen was cracked and unresponsive. The customer¿s blood glucose was 157 mg/dl. The customer reverted to manual injections for insulin therapy.